Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (b)(6( 2009, the patient had essure inserted. On (B)(6) 2015, 2495 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, 2495 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("having embedded essure coils") and device breakage ("breakage of the coil") in a 40 year-old female patient who had essure inserted (lot no. 628446) for female sterilisation. The patient had a medical history of abnormal uterine bleeding, pelvic pain, dysmenorrhea, heavy periods, overweight, parity 2 and gravida ii. Previously administered products included: mirena. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2015. An unknown time later she experienced embedded device (seriousness criterion intervention required) and device breakage (seriousness criterion medically important). The patient was treated with surgery (bilateral salpingo-oophorectomy, hysteroscopy,endometrial ablation, removal of bilateral essure). At the time of the report, the outcome of embedded device was unknown. The reporter considered device breakage and embedded device to be related to essure administration. The reporter commented: f right tube 4, coils visible outside of left tube 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.906 kg/sqm. [Hysterosalpingogram] on (B)(6) 2009: exams: hysterosalpingogram. History: essure procedure. Findings: the endometrial cavity is normal in appearance. Bilateral tubal occlusion devices are in place with the proximal portions of the devices within the tubes and near the uterine cornu. There is bilateral tubal occlusin with no contrast extending into the tubes and no intraperitoneal spill. Impression: bilateral tubal occlusion. [Pathology test] on (B)(6) 2015: clinical history: aub (abnormal uterine bleeding). Surgery performed: d&c (dilatation and curettage). Gross description: right and left tubes containing two lengths of fallopian tubes, having embedded essure coils, each 7.0 cm in length and up to 0.7 cm in diameter. Representative sections from the midportion of each fallopian tube after removal of the essure coils are submitted in one cassette. Diagnosis: endocervix, curettings: small pieces of benign endocervical mucosa and detached endocervical epithelium. Endometrium, curettings: menstrual endometrium. Negative for hyperplasta or neoplasia. Fallopian tubes, bilateral salpingo-oophorectomy segments of fallopian tubes with essure coils. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: embedded device and device breakage. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: medical device removal was updated to device breakage and embedded device. Reporters, patient information, medical history, lab data,indication, lot no., removal date, and non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("having embedded essure coils") and device breakage ("breakage of the coil") in a 40 year-old female patient who had essure inserted (lot no. 628446) for female sterilisation. The patient had a medical history of abnormal uterine bleeding, pelvic pain, dysmenorrhea, heavy periods, overweight, parity 2 and gravida ii. Previously administered products included: mirena. On 01-jan-2009, the patient had essure inserted. Essure was removed on 13-nov-2015. On unknown date she experienced embedded device (seriousness criterion intervention required) and device breakage (seriousness criterion medically important). The patient was treated with surgery (bilateral salpingo-oophorectomy,hysteroscopy,endometrial ablation, removal of bilateral essure). At the time of the report, the outcome of embedded device was unknown. The reporter considered device breakage and embedded device to be related to essure administration. The reporter commented: f right tube 4, coils visible outside of left tube 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.906 kg/sqm. [Hysterosalpingogram] on 30-jul-2009: exams: hysterosalpingogram history: essure procedure. Findings: the endometrial cavity is normal in appearance. Bilateral tubal occlusion devices are in place with the proximal portions of the devices within the tubes and near the uterine cornu. There is bilateral tubal occlusin with no contrast extending into the tubes and no intraperitoneal spill. Impression: bilateral tubal occlusion. [Pathology test] on 13-nov-2015: clinical history: aub (abnormal uterine bleeding) surgery performed: d&c (dilatation and curettage). Gross description right and left tubes containing two lengths of fallopian tubes, having embedded essure coils, each 7.0 cm in length and up to 0.7 cm in diameter. Representative sections from the midportion of each fallopian tube after removal of the essure coils are submitted in one cassette. Diagnosis: a. Endocervix, curettings: - small pieces of benign endocervical mucosa and detached endocervical epithelium. B. Endometrium, curettings: -menstrual endometrium. - negative for hyperplasta or neoplasia. C. ¿ fallopian tubes, bilateral salpingo-oophorectomy - segments of fallopian tubes with essure coils. Lot number 628446 is in valid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.